Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: one controller (B)(4) and five batteries (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing documentation confirmed that the associated controller and batteries met all requirements for release. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. Failure analysis of the returned controller revealed that the device passed functional testing; a visual inspection of the controller under 10x magnification revealed hairline cracks around power port 2. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. Based on an investigated conducted, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Log file analysis revealed that the controller, (B)(4), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to communication errors involving (B)(4) and power switching events due to momentary disconnections involving (B)(4) within the analyzed period. Analysis of the alarm log files revealed two (2) critical battery alarms due to communication errors involving (B)(4). As a result, the reported event was confirmed. The most likely root cause of the reported "alarms" event can be attributed to communication errors between the controller and battery. The most likely root cause of the reported power switching event can be attributed to momentary disconnections and communication errors between the controller and batteries. An internal investigation was opened to evaluate momentary disconnections. Additional products: battery, (B)(4). D10: yes, return date: 2018-03-26 h3: yes h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 additional products: battery, (B)(4). D10: yes, return date: 2018-03-26 h3: yes h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 additional products: battery, (B)(4). D10: yes, return date: 2018-03-26 h3: yes h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 additional products: battery, (B)(4). D10: yes, return date: 2018-03-26 h3: yes h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 additional products: battery, (B)(4). D10: yes, return date: 2018-03-26 h3: yes h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system-battery, battery/(B)(4)/model # 1650de/expiration date: 2017-08-31 (B)(4) not returned to MFR mfg date: 2016-08-31 not labeled for single use (B)(4). Heartware ventricular assist system-battery, battery/(B)(4)/model # 1650de/expiration date: 2016-11-30 (B)(4) not returned to MFR mfg date: 2015-11-30 not labeled for single use (B)(4). Heartware ventricular assist system-battery, battery/(B)(4)/model # 1650de/expiration date: 2016-11-30 (B)(4) not returned to MFR mfg date: 2015-11-30 not labeled for single use (B)(4). Heartware ventricular assist system-battery, battery/(B)(4)/model # 1650de/expiration date: 2017-05-31 (B)(4) not returned to MFR mfg date: 2016-05-31 not labeled for single use (B)(4). Heartware ventricular assist system-battery, battery/(B)(4) /model # 1650de/expiration date: 2017-08-31 (B)(4) not returned to MFR mfg date: 2016-08-31 not labeled for single use (B)(4).

Event description:
It was reported that there was power switching and alarms occurred. The batteries and controller were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: one (1) controller (con300297) and five (5) batteries (bat222178, bat211363, bat211349, bat218068 and bat222159) were not returned for evaluation. Review of the manufacturing records confirmed that the associated controller and batteries met all requirements for release. Log file analysis was not conducted since log files were not available. The reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; events with power switching events are most often attributed to communication errors or momentary disconnections between the controller and batteries. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.